Event description:
It was reported that the customer experienced a past high blood glucose (bg) event on (B)(6) 2025. The specific value of the bg level was unknown but indicated as "high." The customer performed a correction bolus via the pump. The customer consulted with tandem technical support, which recommended consultation with a healthcare provider.